Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an issue with the device stopping and restarting allegedly by itself, during an infusion of "bivalirudin 5mg/ml" bd interoperability consultant reported the following observations on infusion data: seeing multiple pauses/restarts. Timeframe: 0122 - 0604.  Restarts noted at 0122, 0210, 0243, 0322, 0359, 0439, 0516, 0604.  The same issue was reported to happen on additional module infusing "milirone 0.8mg/ml". Bd interoperability consultant reported the following observations on infusion data: seeing multiple pauses/restarts. Timeframe: 0122 - 0359. Restarts noted at 0122, 0210, 0244, 0321, 0359. There was reported changes in patient¿s vital signs, however no further information was provided regarding interventions and impact.

Event description:
It was reported an issue with the device stopping and restarting allegedly by itself, during an infusion of "bivalirudin 5mg/ml" bd interoperability consultant reported the following observations on infusion data: seeing multiple pauses/restarts. Timeframe: 0122 - 0604.  Restarts noted at 0122, 0210, 0243, 0322, 0359, 0439, 0516, 0604.  The same issue was reported to happen on additional module infusing "milirone 0.8mg/ml". Bd interoperability consultant reported the following observations on infusion data: seeing multiple pauses/restarts. Timeframe: 0122 - 0359. Restarts noted at 0122, 0210, 0244, 0321, 0359. There was reported changes in patient¿s vital signs, however no further information was provided regarding interventions and impact.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.